Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."

Event description:
It was reported that the pump battery was unresponsive after the pump was exposed to water. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose.